Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 15mm dilation catheter was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. A visual and tactile inspection revealed multiple kinks along the hypotube shaft. A visual, tactile, and microscopic examination of the shaft polymer extrusion identified no kinks or damages. A microscopic examination of the balloon found a 1.5cm longitudinal tear along the main body of the balloon. A microscopic examination of the distal and proximal markerbands identified no damage. A microscopic examination of the tip showed no signs of tip damage. A leakage testing was performed, and a leak was noted coming from the 1.5cm longitudinal tear that was noted along the main body of the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, the balloon ruptured due to several calcification. The procedure was completed with a different device. There were no patient complications. Patient was in good condition.